Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge leaking from the canister at the o-ring. Customer's blood glucose was between 70 - 120 mg/dl. Reportedly, a new cartridge was successfully loaded.